Manufacturer narrative:
No information was provided on the device.

Event description:
After the iol was placed in the eye, it was removed. The incision was enlarged and a suture was used to close the wound. The cause for removal is not known.